Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of frame damage and unknown regurgitation were unable to be confirmed based on no returned device, relevant imagery, or medical records provided for evaluation. The oval shape of the valve frame from cardiac arrest/massage likely failed to seal properly against the annulus (target site), resulting in the regurgitation observed. As such, available information suggests that procedural factors (cardiac arrest/massage) may have contributed to the complaint event. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards' device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to the cardiac arrest event. Investigation results suggest/indicate the patient factor (the hemodynamic was unstable before the emergent tavr which was operated under ECMO) may have caused or contributed to the cardiac arrest. A review of edwards lifesciences risk management documentation was performed for this case. The reported cardiac arrest is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure witha 23mm sapien 3 ultra resilia valve in the native aortic position. On postoperative day (pod) 2, the patient developed cardiac arrest and thus, a cardiac massage was executed. Computed tomography (CT) revealed the valve was deformed in an oval-shape due to the cardiac massage. A balloon aortic valvuloplasty (bav) was therefore performed, at which time mild regurgitation (type unknown) was observed. The bav successfully resolved the regurgitation. It was noted that the patient was unstable prior to the tavr procedure and the case was emergent, executed under extracorporeal membrane oxygenation (ECMO).